Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, the lens haptic sheered at the haptic junction during lens implantation. The incision was enlarged from 2.4m to 3.0mm and the lens was removed and replaced with another lens of an unknown model. Additional information has been requested.

Manufacturer narrative:
Additional information was requested, but not received. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.